Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the preclose technique prior to a percutaneous transluminal coronary interventional procedure. The arteriotomy was a 6fr. Reportedly, when the plunger was removed, no sutures were attached. A second proglide device was used with the same results. A third proglide was placed following the procedure; however, bleeding continued. Manual compression was applied for 30 minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A portion of the suture containing the knot was not returned; it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. The reported failure to close the vessel after successfully deploying the device could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to close the vessel after successfully deploying the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.